Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. There was an aspiration of water through the instrument/suction channel. The instrument/suction channel, suction cylinder, instrument channel port and distal end/areas around the elevator were manually cleaned with anios clean excel d detergent and brushes (ref. Bcs-30 rhesus) and albyn medical brushes (ref. An1865023). The scope was manually disinfected with anioxyde 1000. The aer used was an olympus etd 3 or 4 along with endodet detergent and endodis and endoact disinfectant. The scope was stored in a van vliet drying cabinet and a non-drying cabinet. The maintenance of the scope was performed by olympus. The first sample of the aer and endoscope storage cabinet was routine. The second and third sample was taken of the manual wash, horizontal storage, and endoscope. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Fifty (50) cfu of gram-positive bacteria, coagulase-negative staphylococci, and acinetobacter species were found. The initial results did not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the channels of the evis exera iii colonovideoscope. The scope tested positive for greater than fifty-four (54) colony forming units (cfus) of enterobacter cloacae. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: light guide lens cracked, lens glue worn out, bending section rubber glue lifted, bending section rubber glue pinhole, universal cord wrinkled/bulge, insufficient angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. After the device was returned to olympus, it was reprocessed according to the device instructions for use (IFU) and sent out to a third party lab for additional testing. The hygiene microbiological investigation report indicated the channel of rinsing water was cultured for (2) cfu/100ml and (1) cfu/ endoscope of a coagulase negative staphylococci was found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.